Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) had an out of box safety disk failure. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4,d1,d9,e1(site country),g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,component code, investigation conclusions),h10,h11. Corrected field - d4(serial#). A getinge field service engineer confirmed the safety disk was failed from inventory. Out of box failure. Preformed unit checkout. Unit passed all functional and safety testes. Cleared for clinical use. The defective components were received for further investigation. The nrc verified the failure of the safety disk failure of the membrane differential pressure with the results of 8 mmhg. Factory specification is +/- 6mmhg. See the attached file for reference. Retaining the safety disk in the nrc per procedure 0002-07-d008 rev aj. Further investigation may be required by sustaining engineering. If further investigation is not required, the safety disk shall be scrapped.safety disk is no longer going to sustaining for further analysis. Investigation is completed. Retaining the part in the failure analysis and testing department per procedure number(B)(6)rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.